Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that they started on the right side but were switched to the left side; they needed instruction on their controller to increase the stimulation. They tried to switch back to the right side and increase the stimulation, but the patient was feeling it only in their incision site, so they switched back to the left. Stimulation was increased to a 5.1 and the patient was feeling it in their perineum area. It was noted that the primary placement was for bowel control and the most bothersome was their lack of control of their gas. The patient wanted to follow up with their manufacturer representative, but it was recommended that they follow up with their healthcare provider. The next day it was reported that their electrodes moved, and they then had them removed. No further patient complications are anticipated or expected as a result of this event.